Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent a procedure with a carto ent system where there was an issue with location accuracy. During the case, the mapping accuracy was noted to be off by approximately 1.5-2 cm. No troubleshooting steps were reported, and the case was cancelled as a result. It is unknown if the patient was under general anesthesia prior to the cancellation of the case. No patient consequences were reported. Inaccuracies in the magnetic location of the navwire present a potential risk to the patient, making this event MDR reportable.

Manufacturer narrative:
It was reported that a patient underwent a procedure with a carto ent system where there was an issue with location accuracy. During the case, the mapping accuracy was noted to be off by approximately 1.5-2 cm. No troubleshooting steps were reported, and the case was cancelled as a result. It is unknown if the patient was under general anesthesia prior to the cancellation of the case. No patient consequences were reported. Product investigation summary: a biosense webster inc. (Bwi) field service engineer (fse) removed the carto ent system from the customer facility. The system was then sent to htc for investigation/repair. Htc's RMA report concluded as follows: the customer's complaint about the system mapping accuracy was not confirmed. Several physical damages of the system were noted. Those damages are not related to the reported inaccuracy issue. The device history record (DHR) review was performed by the manufacturer and no anomalies, which are related to the reported issue, were noted in manufacturing or servicing of this equipment. Manufacturer's ref # (B)(4).